Manufacturer narrative:
The complaint of not being able to interrogate the ventricular leadless pacemaker (lp) was confirmed based on the merlin log. Analysis revealed that multiple attempts were made by the user through the normal workspace and the engineering test page. The ventricular lp was never discovered by the programmer. Based on the system log data, the ventricular lp telemetry became non-functional. The root cause of the inability to interrogate was unable to be determined.

Event description:
It was reported that the patient presented in clinic for device evaluation prior to magnetic resonance imaging (MRI) procedure. The patient's aveir system failed to be interrogated via conductive telemetry. Troubleshooting including repositioning of patches and programming were attempted but were unsuccessful. The patient was stable.